Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was being used with the left ventricular (lv) lead plugged into the right ventricular (rv) rate/sense port. High out of range pacing impedance measurements were observed along with varying sensing measurements. This device was explanted and replaced. This lead remains in service and will continue to be monitored. No additional adverse patient effects were reported.